Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. The same day as event onset, the patient was hospitalized and they experienced a heart attack. It was not reported if the patient was treated for the peritonitis event. Six days after the peritonitis onset, the patient passed away (in the hospital). The cause of death was unknown. It was not reported if an autopsy was performed. It is unknown if peritonitis was resolved by the time the patient passed away. Pd therapy was discontinued. No additional information is available.